Event description:
It was reported that the scrub tech was screwing on central impactor and broke during primary surgery. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.